Event description:
The patient contacted animas on (B)(6) 2012 alleging intermittent power loss for the past month. The pump has not powered off without the patient being aware. The patient stated she does not recall when the battery cap was replaced. The pump reportedly powers off when the pump is touched in the area of the battery compartment/battery cap. The patient denied visible damage and stated the battery cap was secure. The patient reported blood glucose (bg) excursions after eating of 100-330 mg/dl without symptoms. This reported bg excursion does not meet the criteria of a reportable adverse event. The patient reported the healthcare provider had adjusted the basal rate in the pump. The patient was not able to remain on the phone with animas customer support to troubleshoot the pump. The patient reportedly did not have a backup plan in place. Animas customer support made several attempts to contact the patient in follow up to troubleshoot the pump without success. This complaint is being reported because the alleged intermittent power loss remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.